Manufacturer narrative:
(B)(6). The device was manufactured january 24, 2017 ¿ january 25, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a pool of fluid in the device¿s overpouch. The reported condition was verified. The cause of the leakage could not be determined from the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking inside the sealed overpouch. This occurred after compounding with 3000mg cefepime in 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.